Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on the development of perianal fissure while fms insitu. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that an external perianal fissure (measures 2 x 1 x .8cm 100 percent pink in color with minimal drainage) developed while fms in place on anterior anal wall toward, but not extending into the vagina. The fms was inserted related to diarrhea and in use for 18-21 days. Product was discontinued and external fecal management device was placed. A colorectal surgeon was consulted on (B)(6) 2014, but the pt was transferred to a long term care facility before the evaluation was conducted.